Event description:
It was reported that the patient was admitted to higher level of care from inpatient rehabilitation due to down-trending hemoglobin and a reported history of melena. Gastrointestinal (gi) bleeding was suspected and the patient was treated with blood products. It was additionally reported on (B)(6) 2022 that the bleeding was moderate and the patient's antithrombotic medication was held without reversal to minimize bleeding. The patient was given 2 units of packed red blood cells (prbcs) and 2 units of fresh frozen plasma (ffp). It was additionally reported on (B)(6) 2022 that the patient's inr had been 7.9 on (B)(6) 2022. The patient had a hemoglobin of 10.9 and a hematocrit of 33.4. It was additionally reported on (B)(6) 2022 that gi bleeding was confirmed due to frank blood being noted in the patient's stool. The patient's hematocrit to hemoglobin (h/h) ratio was reportedly stable and the bleeding had resolved. The patient was discharged to inpatient rehabilitation on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) with no further related issues reported. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and infection (driveline, localized, and pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 6 also provides information regarding anticoagulation, including recommended inr values. This section also provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.